Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported problem in the event history log. The reported problem regarding delivery accuracy was unable to be duplicated. Three delivery accuracy tests were performed, all of which were within the pump's delivery accuracy specification. The complaint was not confirmed.

Event description:
Information was received that the cadd pump was underinfusing. No reported adverse events.